Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, recorded a non-sustained ventricular tachycardia (vt) episode due to oversensed noise. Pacing was inhibited for approximately two seconds. Boston scientific technical services (ts) reviewed the episode and discussed the noise may be due to lead insulation. No adverse patient effects were reported.